Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate mechanical force which had been applied during pre-bending. The device inspection revealed the following: the returned plate is indeed damaged / broken off as reported. It is clearly visible that the surgeon may have encountered some difficulties to correctly position the plate during bending and completely damaged / deformed the plate in several places. These damages / deformations clearly indicate though, that inadequate mechanical force had been applied during pre-bending. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during the operation, the plate broke and did not cause any harm to the patient. During the operation, the doctor replaced the plate to complete the operation. There was no surgical delay, and no adverse consequences were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that during the operation, the plate broke and did not cause any harm to the patient. During the operation, the doctor replaced the plate to complete the operation. There was no surgical delay, and no adverse consequences were reported.